Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the flow sensor assembly was observed. The technician noted a large amount of contaminate in the flow sensor assembly the device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related to the flow sensor assembly was observed. The technician noted a large amount of contaminate in the flow sensor assembly the device's flow sensor assembly was replaced to address the issue. During the evaluation, foam filter, inlet air path assembly and air path foam were installed and the flow sensor assembly was replaced due to contamination.